Manufacturer narrative:
Product ID 7482, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type extension product ID 3389s-40, lot# v010290, implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type lead. The device was used for an off-label use; facial pain. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient developed an infection at the implantable neurostimulator (ins) pocket site. The pocket was enlarged with "a lot of puss". The ins, lead, and extension were all explanted. A culture of the organism was ordered, but there were no results at the time of the report. It was stated that the patient noticed a change about 1 week prior to the report. There were no immediate plans to re-implant. Further information has been requested. If more information becomes available, a follow up report will be sent.